Event description:
The sizing catheter was placed into the pt through the groin. The groin was very scarred from previous surgeries. Upon removal of the catheter, the distal six bands came off the catheter and remained in the pt. These bands were subsequently retrieved from the pt.